Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the manufacturing representative was not able to adjust the stimulation. A power on reset (por) and ¿call your doctor¿ message was seen by the patient the day prior to the report or on the morning of the report. There was no code that accompanied the por. The patient worked in a music shop and ¿the only thing she could think of is that they had a device that got the dents out of instruments.¿ it was noted that it had several large magnets. The patient experienced an increase in pain as the stimulation was gone. The manufacturing representative cleared the por over the phone using the patient programmer. The patient was receiving effective therapy.